Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals on all its channels due to electromagnetic interference (emi). Technical services (ts) was consulted and discussed stored data. This device remains in service. No adverse patient effects were reported.